Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent endovascular treatment for a left common iliac artery aneurysm (lciaa) and was implanted with gore® excluder® conformable aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe). Planned adjunctive procedures were also performed at the time of the index procedure include endarterectomy of the left femoral artery, stenting of the left external iliac artery and a limited angiography of the right femoral artery. The patient tolerated the procedure with good technical success and was discharged to (home- self-care) on (B)(6) 2025. No pre-procedure imaging measurements were provided. On (B)(6) 2025, the patient underwent follow-up imaging the site determined the maximum diameter of the abdominal aorta measured 52mm. All devices are reported to be open with no loss of patency and no device integrity issues. There are no scheduled procedures planned for the patient at this time; the event is ongoing. On (B)(6) 2026, the site reports the patient underwent duplex ultrasound which determined the maximum diameter of the abdominal aorta measured 60mm, with an indeterminate endoleak identified, due to disease progression. All devices are reported to be open with no loss of patency and no device integrity issues. There are no scheduled procedures planned for the patient at this time; the event is ongoing. On (B)(6) 2026, the patient underwent reintervention and a gore® excluder® conformable aaa aortic extender was implanted. The patient tolerated the procedure; it is unknown if the treatment resolved the endoleak.